Manufacturer narrative:
During the investigation the following information was obtained: base curve was measured by radius scope and power was measured by lensometer. Both bc and power were found to be within manufacturing specifications. No defects were noted on surface and no correlation was found between the alleged injury and the device history report.

Event description:
On (B)(6) 2014, synergeyes received a complaint wherein the patient (pt) sustained redness and irritation in left eye (os). Report state: "there is something on the lens irritating pt's eye. On (B)(6) 2014 synergeyes contacted dr (B)(6) and it is was asserted that the redness in the eye of the pt was an injury due to the fact that a medication was required to resolve the symptom; however, the alleged injury resolved in a "couple of days". The pt had received the replacement lenses and was trying them out. On (B)(6) 2014 synergeyes spoke with (B)(6), an office attendant for dr (B)(6) and the following information was obtained: (B)(6) 2014 was the date of the event. Redness occured in the os. Vigamox was the prescribed medication that resolved the symptoms.